Event description:
It was reported that during induction of anesthesia a high risk pt experienced a low blood pressure. The pt was treated with catecholamine which increased the blood pressure to an acceptable level. At this time, the pt was moved into the operating room and connected to a dash 4000 monitor. It was initially not possible to a blood pressure reading with the monitor displaying "no result." The dose of catecholamine was increased. A blood pressure measurement with a sphygmanometer resulted in systolic values of at least 60 to 90 mmhg. The dash again attempted to measure the pressure without success. The dose of the catecholamine was increased to 1.5 times a realistic dose. The dash monitor then displayed a measurement of 60/35 mmhg. An alternative monitor for non-invasive blood pressure (nibp) was connected and an arterial line for invasive pressure measurement was placed. The alternative monitor displayed an nibp of 250/80 mmhg, this value was confirmed by the invasive pressure measurement. As a result the catecholamine therapy was interrupted until the blood pressure reached normal values again. No long term consequences for the pt were reported.

Manufacturer narrative:
Under (B)(4) law pt information is confidential and will not be made available. The dash 4000 monitor involved in this incident was tested by a ge healthcare field engineer for system leaks and nibp measurement accuracy on site. No issues were identified. The dash monitor was returned to a ge healthcare repair facility for additional testing. Again no issues were found with the nibp functionality of the device. In this incident, the dash superstat nibp algorithm provided "no determination" results. The inability to obtain nibp measurements may have been caused by low pulse pressure amplitudes after anesthetic induction of the pt, irregular heart rhythm, initial target inflation pressure selection, nibp cuff placement, or external motion artifacts while preparing the pt for surgery. These contributing factors are known and documented limitations of oscillometric nibp performance. Ge healthcare's evaluation determines that the pt's physiologic condition or external sources of motion artifacts contributed to the "no determination" messages. The dash superstat nibp algorithm performed within specifications. The dash operator manual provides safety warnings regarding nibp monitoring and instructions to take manual auscultatory nibp readings when the monitor displays a "no determination" message. The system was returned to the site along with the evaluation results. No further actions are planned at this time.